Manufacturer narrative:
Result of investigation: vyaire medical was able to verify the customer's reported issue. The ventilator was powered in ventilate mode and the xdcr fault alarm become visible upon start up. The unit was also evaluated through service mode and log files show multiple xdcr fault. The transducer fault was a known issue which can be referenced with CAPA ca-2017-0206 and scar ps-14-46. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the vela ventilator alarmed xdcr fault. The customer confirmed that there was no patient involvement associated with the reported event.